Event description:
This case is cross referred with the case (B)(4) (cluster- same reporter) and (B)(4) (same patient). This unsolicited case from (B)(6) was received on (B)(6) 2017 (additional information was received on 18- oct-2017, both the information was processed together with clock start date of (B)(6) 2017) from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency experienced pain in the knee, swelling in the knee and knee had to be emptied aspirated. No medical history, concomitant medication and concurrent condition was reported. The patient had received the first hylan g-f 20 a couple of years ago, which had alleviated her symptoms well. On an unknown date in 2017, patient initiated treatment with intra- articular synvisc one injection (second), once (dose, batch/lot number and expiration date: not provided) for knee arthrosis. On an unknown date in 2017, after unknown latency, the patient developed swelling and pain in the knee, the knee had to be emptied (aspirated) and cortisone was also administered. Corrective treatment: cortisone for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events additional information was received on 24-oct-2017. Ptc results were added. Text was amended accordingly.

Event description:
This case is cross referred with the (B)(4) (same patient). This unsolicited case from (B)(6) was received on 16- oct-2017 (additional information was received on 18-oct-2017, both the information was processed together with clock start date of 16-oct-2017) from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency experienced pain in the knee, swelling in the knee and knee had to be emptied aspirated. No medical history, concomitant medication and concurrent condition was reported. The patient had received the first hylan g-f 20 a couple of years ago, which had alleviated her symptoms well. On an unknown date in 2017, patient initiated treatment with intra- articular synvisc one injection (second), once (dose, batch/lot number and expiration date: not provided) for knee arthrosis. On an unknown date in 2017, after unknown latency, the patient developed swelling and pain in the knee, the knee had to be emptied (aspirated) and cortisone was also administered. Corrective treatment: cortisone for all events. Outcome: unknown for all events. (B)(4). Seriousness criteria: required intervention for all events.